Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. [Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.] (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 20.3mmol/l, with blurred vision, chest pain, extreme drowsiness, extreme thirst, shortness of breath and strong fruity breath odor associated with an alleged time and date issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital with ¿other¿ treatment by their health care provider. During troubleshooting with customer technical support, it was revealed the time and date reset to default when the battery was removed for less than 24 hours. It was noted that the basal wasn¿t being delivered properly. The patient took the pump to the pharmacist who changed the time on the pump. On (B)(6) 2018, the patient felt tired and achy and it was noted then that there was a time/date issue. The patient didn¿t feel the basal program was set up properly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-may-2018 with the following findings: a review of the black box showed the date and time reset to default after a power on reset event. The pump was powered back on to the time and date set correctly. The pump was manually suspended and a manual time change was made. The pump was run for 24 hours and the battery was removed for six hours. The battery was reinserted and the time and date reset to default setting. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery testing and was delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.